Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim programmable valve was unable to maintain programmed settings. The valve was implanted in a patient via a ventricular peritoneal shunt 20 years ago with an unknown initial setting. After MRI imaging at a regular medical examination on (B)(6) 2021 the physician checked the pressure under fluoroscopy and tried to reset the valve with a programmer, but the physician felt something was wrong with the movement of the cam. For the time being, the physician set it to 100mmh2o and watched. A few days later, when the pressure was reconfirmed by x-ray, the pressure changed despite no magnetic field or impact. The pressure was set again with neodymium, but there was an unintended pressure change. The physician suspected that the cam had dropped out. It is scheduled to be remove and replace the valve. Patient is in follow up and has not had any clinical signs or symptoms. No further information was provided by hospital.

Manufacturer narrative:
The hakim valve was returned for evaluation: device history record (DHR) - the product code 82-3100 with lot p.1016, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; the stator is dislodged and a crack in the valve casing was noted. The valve could not be program tested due to the dislodged stator. The valve was reflux tested and failed the test due to the dislodged stator. The valve could not be pressure tested due to the dislodged stator. A crack was noted in the valve casing, and corrosion was noted on the stator. The cam magnets were controlled and failed. The valve was leak tested and no leaks noted. The valve passed the test for occlusion. Root cause - the root cause for ¿the physician suspected that the cam had dropped out¿ as reported by the customer is due to the valve receiving a hard knock and abnormal polarization of the cam magnets. The root cause for the crack in the valve casing is due to the valve receiving a hard knock. The root cause for the stator dislodging is due to the valve receiving a hard knock and the corrosion. The root cause of the corrosion, could not be clearly determined. Galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. The valve has been implanted for at least 20 years. The root cause for the abnormal polarization was probably caused by an exposition of a too strong magnetic field, as noted in the IFU, ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure.

Event description:
N/a.